Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 08-feb-2023. H.6. Investigation summary: bd did receive one photograph and 100 samples from the customer in support of this complaint. An evaluation of the photograph provided shows eps tray with product information and the indicated failure mode from the photograph provided was not observed. 20 returned samples were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the photograph and returned samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® k3e 5.4mg plus blood collection tubes an unspecified amount of tubes underfilled. There was no report of patient impact. The following information was provided by the initial reporter: vacuum problem they conveyed that while some patients had no problems in our other tubes, the nurses could not draw blood from the patient in our edta tube and they could only take it in the 5th or 6th tube for the same patient.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k3e 5.4mg plus blood collection tubes an unspecified amount of tubes underfilled. There was no report of patient impact. The following information was provided by the initial reporter: vacuum problem they conveyed that while some patients had no problems in our other tubes, the nurses could not draw blood from the patient in our edta tube and they could only take it in the 5th or 6th tube for the same patient.